Event description:
It was reported that the ilet display screen was cracked and the touchscreen became nonresponsive, with the damage possibly caused by bumping the device against an object; the patient was instructed to use backup therapy while a replacement is arranged. Symptoms included no injury. Outcomes included temporary interruption of ilet use and reliance on alternate therapy. Investigation included complaint review and request for device return for evaluation. Investigation of this case revealed a broken or cracked screen and loss of touch functionality consistent with physical damage. It was concluded that the event was related to device damage affecting the user interface, with no patient injury reported.